Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery, weak battery alarm due to motor error alarm. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The insulin pump will be returned. The customer's blood glucose was unknown at the time of call.